Event description:
Customer reported that she had high blood glucose of 437 mg/dl and her insulin pump was not working correctly. Customer stated that the insulin pump was constantly alarming no delivery during basal and bolus. Customer stated that she change the reservoir, infusion set and the cannula was not bent. Troubleshoot was performed and the insulin pump appears to be working as design. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).